Manufacturer narrative:
To our knowledge, neither device has been returned to the manufacturer for evaluation.

Event description:
As per a report we received from the factory in (B)(4) regarding an event that took place at (B)(6): two bowel grasper instruments were used during a laparotomy. The patient was unwell following the procedure and needed to return to theatre, where a small bowel perforation was identified. Theatres called the sets back and they were examined by the surgeon. They noted on the tray list that both of the instruments felt sharp at the end.

Manufacturer narrative:
Section h5 was updated with new information.

Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.

Manufacturer narrative:
Investigation conclusion: upon investigation no failure could be found. No burs detected. The grasping surface is regularly ridged. Uq26 manufactured 2019-7; yu11 manufactured 2015-11. The graspers have usage marks yu11 was manufactured in 2015 and suspected to be in use for approx. 5 years. No failure found on the returned instruments. The root cause most likely is too high force application which caused the perforation. No further actions required, no product failure detected. Warnings of exerting too much force and incorrect application already contained in related IFU. To check the device is already included in the related IFU.